Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported diffuse lamellar keratitis in a patient's eye one week post refractive procedure. Upon follow up, patient is using medications and is improving.

Manufacturer narrative:
The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).